Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with insulin (unknown type and dosages) and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed that she developed symptoms of feeling "sweaty, cold and clammy, and shaky" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.